Event description:
Procedure type: ventral hernia repair. According to the reporter: tacks would not deploy. Kept opening packaging. No tissue damage or pt injury reported.

Manufacturer narrative:
This reported lot number is subject to the recall initiated on 02/08/2010. Therefore, this report requires a 5 day MDR based on this new information.